Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the close door messages which were reproduced as door not fully latched messages during evaluation while attempting to load a set. The door latches close, but with excessive force being required to close door. The door hooks and latch pins were replaced.

Event description:
It was reported that a spectrum pump constantly displayed the close door message. It was also reported there was no patient involvement.